Event description:
It was reported that the procedure was cancelled. A rotablator console kit was selected for use. During the procedure, after connecting the power, the device failed to turn on. The procedure was not completed due to this event. There were no complications reported and the patient was stable post procedure.